Manufacturer narrative:
(B)(4). Medical product: biomet microfixation ribfix blu system screw catalog #: ni lot #: ni. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon reviewing post-operative images, it was identified one (1) plate fractured and one (1) screw loosened post-operatively at the seventh (7th) rib. There is no revision planned as the surgeon stated that the rib remains well approximated and the loosened screw is not concerning. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The product identity could not be confirmed due to the parts not being returned. The distributor did not report the part number or lot number for either the fractured ribfix plate or the loosened ribfix screw. There is no revision planned as the surgeon stated that the rib remains well approximated and the loosened screw is not concerning. Because no parts were returned and no photos, x-rays, scans, or physician's reports were provided, this complaint cannot be verified. The device history record (DHR) can not be reviewed for these products due to the part and lot numbers being unknown. The instructions for use (IFU) for these products states in the section titled 'possible adverse effects': 2. Nonunion or delayed union which may lead to breakage of the implant. 3. Migration, bending, fracture or loosening of the implant. It also states in the section titled 'bone plates': · care must be taken to achieve the appropriate contour with as few bends as possible. Repeated bending of titanium increases the risk of fracture. · sharp angles and small bending radii must be avoided to reduce the risk of device breakage. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.